Manufacturer narrative:
A field service engineer (fse) was onsite to evaluate the device. Upon evaluation, the fse secured a loose serial digital interface cable on the monitor to resolve the issue. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported, the high-definition lcd monitor is unable to display image during a diagnostic colonoscopy procedure. The same device was used to complete the operation. And there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the issue was resolved through troubleshooting, the definitive root cause of the image failure could not be determined.